Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. No logfiles are available for review. Therefore, logfile review could not be performed. No complaint related product is expected to be returned for investigation. The review of the provided data did not indicate any device related issues and suggests micro-wrinkles in the flap to be a potential contributing factor. However, no root cause for the customer's reported event could be determined conclusively as the reported issue was reported within the healing time and has resolved since. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated that the patient had some residual refractive error and complaining shadowing and reduced clarity of vision about in the left eye of a patient, after refractive surgery.